Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer's blood glucose level was 509 mg/dl. Customer drank water, and exercised to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.